Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2, 0.9, lab: 3.6. Time between tests: 2 hours. Pt self tester's therapeutic range: 2.0- 3.0. Pt self tester went to the hospital for "false heart attack" due to artery spasms. No intervention performed relating to inr.

Manufacturer narrative:
Investigation pending.